Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the pump¿s user settings showed that the insulin-on-board (iob) duration was set for 4 hours. The pump was exercised for a minimum of 24 hours on the user's programmed basal rate. A 10.0 unit normal bolus was programmed and delivered during the investigation; no iob was present before the bolus delivery. Then after the bolus delivery the iob remaining according to the status screen 2 and in advanced bolus screens still showed a remaining iob of 0.17 units. The iob algorithm was functioning in a way that was different compared to the user¿s expectation. The remaining bolus delivery amounts of 7% or less is part of the normal functionality of the vibe insulin pump and does not represent any risk to the user. The investigation determined that the pump was functioning within the required specifications and was without malfunction. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contact animas alleging that the pump's insulin on board" calculation was inaccurate. It was reported that the insulin on board value was greater than 0 by the end of the 4 hour duration period. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.